Event description:
The pt was revised because the tray was in varus.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The initial reporting stated the product was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates device positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be re-opened.